Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with in-house drug free donor urine; all bzo, met, coc, thc, amp and opi results were negative at 5 min read time and met qc specification. No false positive results were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined based on the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
In an email provided by the client, they state that they are having presumptive positive icups, 6-drug integrated cup w/adulteration strip, for all the drugs on the device and are sending the donor urine in for the lab testing and getting negative results. The analytes included are: amp (amphetamine); bzo (benzodiazepines); coc (cocaine); met (methamphetamine); opi (opiates); thc (tetrahydrocannabinol).